Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the "3" button on the pump touchscreen was intermittently unresponsive. The customer's blood glucose (bg) level was 459 (mg/dl). A corrective bolus and manual injection were used to address bg level. The pump touchscreen was responsive to presses at the time of the report.